Manufacturer narrative:
Analysis was performed at our (B)(4) laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of the shortened replacement window advisory population. The date that this device reached 2.65 volts was unknown. There was no evidence to suggest that this product was exhibiting advisory behavior. The device later declared elective replacement indicator (eri) and was explanted and replaced. No adverse patient effects were reported. This product was returned for laboratory analysis.